Event description:
Pt underwent a total knee arthroplasty for oa. Radiographs completed on (B) (6) 2009 indicated radiolucency in zone 1 and 2 in the amount of 1.0 mm and 0.8 mm respectively. Revision surgery was performed. Pre-operative diagnosis as stated on the operative report "polyethylene wear, synovitis and large focal area of osteolysis medial tibial plateau." Operative procedure as stated in the operative report "revision of left knee arthroplasty, revision of the polyethylene from a net shape to 10 prolong poly with complete synovectomy and debridement of cyst and bone grafting osteolytic cyst medial tibial plateau."

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.